Event description:
The hospital reported that during a coronary artery bypass procedure, heartstring iii failed to load properly. The seal was not set properly on the heartstring iii. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was not received, and thus could not be evaluated; therefore, it is not possible to confirm the reported complaint. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).